Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower patient and order was not crossing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to communicate the patient order into the server. A technical support specialist (tss) logged into the interface and accessed the carefusion coordination engine management console (cce). Within solution manager, the tss selected the appropriate solution and examined the transmission control protocol communication page under services, found that both the system and cce-service had been stopped and restarted it. After the reboot, the tss confirmed the service status and ensured that the multimedia broadcast multicast services were correctly linked to their respective remote internet protocols. Additionally, the tss reviewed message tracing to verify the proper flow of messages. The system functioned as intended after the technical support specialist troubleshot the device.